Event description:
On 09/10/2024, znyo medical received a report that during the preventive maintenance (pm), the pressure sensor was needing to be replaced and the peristaltic mechanism not moving or functioning. No patient was involved.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr#: 2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) the occlusion alarm kept going off during testing. The system error/unable to infuse the peristaltic mechanism was not moving or functioning. Consequently, it necessitated to replace the peristaltic motor. The replacement of the component and calibration confirmed to have successfully addressed the issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).